Manufacturer narrative:
(B)(4). Method: device internal memory was reviewed for this device. Conclusion: device eval was completed on (B)(4) 2011.

Event description:
The device is part of a recall population and upon subsequent eval, the device was found to have a faulty u8 component which was related to the recall.